Manufacturer narrative:
Additional information can be found in the following fields: b7,g2, h2, h (annex e).the patient's year of birth was (B)(6) and the biopsied lesions were located in the right and left upper lobes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following additional information was provided: an 83-year-old female underwent and ion endoluminal biopsy. A bradycardia was noted as the catheter was being withdrawn prompting evaluation by an anesthesiologist. A medication was administered for the bradycardia which was followed by ventricular fibrillation 20-30 afterwards. The ion system was then undocked and a code was called. Rosc was quickly restored and emergent cardiac catheterization. 2 days later the patient was successfully liberated from mechanical ventilation. An extensive cardiovascular work up was completed over a 1.5-week hospitalization. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There is no allegation that a malfunction of the ion system, instruments, or accessories occurred. Given the available data the event was likely due to the procedure under general anesthesia and not associated with ion system, instruments, or accessories and is therefore procedure related and not device related. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. .

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bradycardia after the catheter was withdrawn. The anesthesiologist provided unspecified medication to address the bradycardia, but within 20-30 seconds the patient experienced ventricular fibrillation (vf). The ion system was undocked and a code was called. The patient was quickly resuscitated and out of vf. The patient was then monitored and taken to the catheterization lab with an extensive cardiac work-up to determine why vf occurred and if the patient was a candidate for an implantable cardioverter defibrillator (ICD) or pacemaker defibrillator. Two days later, the patient was extubated, awake and alert. The patient was hospitalized for a total of 1.5 weeks. The physician did not believe the ion device caused the bradycardia, but rather that with any bronchoscopic procedure bradycardia could occur. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.